Manufacturer narrative:
The device was not returned. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.

Event description:
It was reported, the electrode broke under normal use. The issue occurred during a therapeutic prostate plasma resection procedure. The patient was reported to be under spinal anesthesia, however, there were no reports of patient harm and the procedure was able to be completed using a similar device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Upon further follow-up with the customer, it was found that this event did not occur and was reported in error. There was no reportable malfunction related to the subject device captured in this complaint.